Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the device would not hold onto the needle after a few successful passes. The needle fell out of the jaws. The needle fell into the patient but was retrieved using graspers without injury to the patient. The needle was retrieved and a separate device was used to complete the procedure. Current patient status is fine. The device was used in patient. There was patient involvement. There was no patient injury. There was user involvement but no user injury. The device was not saved and will not be returned. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. The device was not reprocessed or re-sterilized prior to use.